Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports a revision/conversion to a hinged implant was performed due to the arthrotomy coming apart and the quad tendon rupturing. Per email communication, the surgeon stated that the implants did not cause or have anything to do with the tendon rupture. The requested surgical reports and x-rays are not available, therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that, there was a revision surgery due to arthrotomy coming apart and the quad tendon rupturing after implantation. The legion total knee prim tib baseplate was explanted. The procedure was completed without delay using a smith and nephew hinge device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.